Event description:
It was reported that a patient with a 25mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 12 years, 10 months due to mitral stenosis. The tmvr procedure was successfully performed with a 26mm 9750tfx transcatheter valve. Per the physician, the subject device did not meet its expected longevity.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 12 years, 10 months due to mitral stenosis secondary to severe degeneration. The replacement valve was a 26mm 9750tfx transcatheter valve. Per medical records, the patient presented with sob and fatigue. Cardiac workup showed that the 25mm magna valve appears to be functioning normally and was well-seated. The patient underwent a tmvr procedure with a 26mm 9750tfx transcatheter valve. There were no complications, and the patient was was discharged on pod #1.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.